Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure from degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of bending bite. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, connecting tube had coating peeling of 1mm2 or more was found. There was no patient involvement.